Manufacturer narrative:
(B)(4). Batch # n57c7m. Report # mw5076473. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what were the indications for surgery? Failed kidney - kidney was being removed what was the healthcare professional who fired device experience with the stapler? Has used the stapler many times. Been using ec45al for 4-5 years. Was the firing handle completely open prior to activating the reverse switch? I was not in the room and do not have access to the device. After activating the reverse switch, was the firing trigger able to be activated? No what was the position of the knife? It started to return, but became stuck when nearly in home position. Maybe 20% in the channel. Approximately how much larger was the incision made to remove device? 1.5-2 cm how was the device eventually removed? Vessel was clamped proximal. Another staple line fired with 2nd stapler. And first stapler jaws pried off of tissue with fingers. Will the device be returned for analysis? Yes. Was the patient post-op care altered in any way due to the enlarge incision? No what is the current patient status? Not certain. Physician felt patient would have normal recovery. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a serious injury, and has been revised to a malfunction. By increasing the incision 1.5-2 cm and no change in post-operative care of patient, the file will remain a malfunction.

Event description:
It was reported that during a robotic nephrectomy procedure the device fully fired on the third firing with a white reload but the blade did not fully return and the lock appeared in the cycle window. Attempted to activate reverse switch, and nothing would move in the handle. Therefore, jaws could not be opened. Surgeons enlarged laparotomy slightly to clamp and ligate vessel by other means (distal firing of another like device and reload) and then pry the jaws of the first echelon off of the tissue. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Device analysis: the analysis found that one ec45al device was returned with no apparent damage and with one ecr45w cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted.